Manufacturer narrative:
The device was not returned for evaluation. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. In addition, the lot number was not provided thus a device history record was not reviewed. No corrective actions will be taken at this time. Per the instructions for use it states, do not apply finger cuff or cuffs on a hand or a finger when a second blood pressure measurement device is actively monitoring on the same arm or hand or finger. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that a universal sized finger cuff had inaccurate values during use. The cuff was placed on the same arm as the brachial cuff. Initially, the cuff was placed on the right ring finger. With the initial placement, the systolic values on the vw cuff were 20 to 30 points lower than the brachial cuff values. Even after cycling the cuff, there was still a wide difference. Issue was resolved when staff replaced the cuff from the ring finger to a size large acumen iq cuff. Staff noted that the patient had very large fingers and that the large cuff on the ring finger barely fit. Procedure was done on 05mar2024 at 1300. Cuff was connected to a hemosphere vita monitor with serial number (B)(6). There was no patient injury.

Manufacturer narrative:
Lot number was previously unknown, but later identified as 65441536 after follow up with representative. A device history record review was completed and documented that device met all specifications upon distribution.